Event description:
A 6 mm gore-tex vascular graft was explanted for seroma. There was no allegation of product deficiency made by the physician. Gore has made the decision to report this event because it is seen as a reintervention.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. The investigation is presently in progress.